Event description:
A power source alert was reported, which did not adversely affect the customer's blood glucose level. The customer was using a tandem charging cable and wall adapter when the alert occurred but had not yet tried leaving the wall adapter plugged into a functional outlet for 30 consecutive minutes. Tandem technical support instructed the customer to do so and planned to follow up on the situation.

Event description:
A power source alert was reported, which did not adversely affect the customer's blood glucose level. The customer was using a tandem charging cable and wall adapter when the alert occurred. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.